Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker had reverted to safety mode. The physician reported last year expected remaining longevity was three years. Technical services explained safety mode programming and suggested the physician consider replacing the device. This pacemaker remains in service. No adverse patient effects were reported.